Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the powered stapler was unable to fire but the surgeon was able to press the green button and squeeze the handle. The cartridge was omitted to the stapler and then passed to the doctor for use. He pressed the green button to shoot the cartridge but there were no staples, only a few staples were left in the middle of the cartridge and the third shot broke the stapler. They used another stapler to complete the case. There was no patient injury.